Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument broke and "screws" separated despite no excessive use. A screw detached and reportedly fell inside the patient but was retrieved during the same procedure which was completed robotically. No additional surgical procedure was required to retrieve the fragment(s). Additionally, no post-operative tests were performed to search for additional potential fragments. No post-operative complications have been reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received any products/devices for failure analysis evaluation.